Manufacturer narrative:
Device had no button response due to unlocked keypad flex connector on the lcd. No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. Unable to test for motor error alarm or confirm e70 alarm in the alarm history screen due to no button response. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with blood glucose of 599 mg/dl at the time of the incident. The customer stated the pump history had multiple motor error alarms. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer changes their set every 4 to 5 days. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.